Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, and high purge pressure (hpp) has been completed. The impella device was not returned for evaluation. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issues: the cause of the positioning issues was not determined since product was not returned and insufficient clinical details. High purge pressure: data log review showed hpp and purge blocked alarms occurring after 6 hours after case start. Purge pressure increase and flow decrease with no motor current (mc) spike indicate biomaterial buildup. No bag change occurred when purge pressures began to climb. After 7 hours of alarms, a bag change procedure resolved the purge alarms and both purge pressure and flows begin to return to normal. The cause of the high purge pressure was most likely biomaterial buildup due to data log review indicating biomaterial build up the resolved with a bag change around the time clinical details state tissue plasminogen activator (tpa) was added to the purge. D6b explant date added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia. The impella was found deep and was pulled back. No further ectopy was noted. Additionally, high purge pressure was noted. Tissue plasma activator was added to the purge. The purge cassette was replaced and the issue resolved.